Event description:
It was reported that balloon twisting occurred. The target lesion was located in the left anterior descending artery. A 3.00 x 12 mm nc emerge balloon was introduced to post dilate a stent. The balloon was inflated three times for 10 seconds. On the third inflation, at 18 atm, suddenly image fluoroscopy showed the contrast inside the balloon had moved to proximal. The balloon was quickly deflated and removed. Once outside the patient, the balloon was noted to be twisted/divided to two sided. Intravascular ultrasound revealed the vessel was fine and the procedure was completed with another of the same device without complications. The patient condition following the procedure was stable.

Manufacturer narrative:
The device was not returned for analysis; however, a media inspection was performed. A 3-second video clip of the device outside the patient was attached to the complaint record. The video appears to show a deformity in the shaft, just proximal to the balloon. The proximal markerband appears to be positioned proximal to the proximal balloon transition however, it is difficult to clearly view the exact position, relative to the balloon.

Event description:
It was reported that balloon twisting occurred. The target lesion was located in the left anterior descending artery. A 3.00 x 12 mm nc emerge balloon was introduced to post dilate a stent. The balloon was inflated three times for 10 seconds. On the third inflation, at 18 atm, suddenly image fluoroscopy showed the contrast inside the balloon had moved to proximal. The balloon was quickly deflated and removed. Once outside the patient, the balloon was noted to be twisted/divided to two sided. Intravascular ultrasound revealed the vessel was fine and the procedure was completed with another of the same device without complications. The patient condition following the procedure was stable.

Event description:
It was reported that balloon twisting occurred. The target lesion was located in the left anterior descending artery. A 3.00 x 12 mm nc emerge balloon was introduced to post dilate a stent. The balloon was inflated three times for 10 seconds. On the third inflation, at 18 atm, suddenly image fluoroscopy showed the contrast inside the balloon had moved to proximal. The balloon was quickly deflated and removed. Once outside the patient, the balloon was noted to be twisted/divided to two sided. Intravascular ultrasound revealed the vessel was fine and the procedure was completed with another of the same device without complications. The patient condition following the procedure was stable.

Event description:
It was reported that balloon twisting occurred. The target lesion was located in the left anterior descending artery. A 3.00 x 12 mm nc emerge balloon was introduced to post dilate a stent. The balloon was inflated three times for 10 seconds. On the third inflation, at 18 atm, suddenly image fluoroscopy showed the contrast inside the balloon had moved to proximal. The balloon was quickly deflated and removed. Once outside the patient, the balloon was noted to be twisted/divided to two sided. Intravascular ultrasound revealed the vessel was fine and the procedure was completed with another of the same device without complications. The patient condition following the procedure was stable.

Manufacturer narrative:
The device was not returned for analysis; however, a media inspection was performed. A 3-second video clip of the device outside the patient was attached to the complaint record. The video appears to show a deformity in the shaft, just proximal to the balloon. The proximal markerband appears to be positioned proximal to the proximal balloon transition however, it is difficult to clearly view the exact position, relative to the balloon. Updated h6: device code.